Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: d4 UDI.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, breakage suture. It was reported that the suture broke when sewing in an unknown surgery. Changed another one to complete the surgery. There is no report on patient's injury. 1 actual samples were discard, but 11 sterile samples from same batch will be returned for analysis. No additional information could be provided. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received 11 unopened samples that pertain to the product code sa845g. Each sa845g sample contain 15 stands. As per the sampling plan, a visual inspection was performed on thirty-two suture strands, no defects were found on the packages. The packets were opened, the sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, a functional test was performed to these thirty-two samples by using an instron equipment and the tensile force was above the minimum requirements. The broken suture piece was examined, the suture end was noted to be damaged, however, no conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. H3 analysis: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was returned one broken suture piece that pertains to product code sa845g. During visual inspection of the returned sample, the end of the suture was cut by a surgical instrument. And the other extreme could be observed with open braid. However, based on the current condition of the returned sample, it is not possible to definitively determine the root cause of the reported event. Per the condition of the returned sample the functional test could not be performed. No conclusion could be reached on the cause of the reported event. To prevent this kind of damage, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. H6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the suture broke when sewing in an unknown surgery. Changed another one to complete the surgery. There is no report on patient's injury. 1 actual samples were discarded, but 11 sterile samples from same batch will be returned for analysis. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.